Event description:
It was reported that during a rectum procedure the gun was placed on the bowel and closed. It felt normal. Rectal washout was performed. Checked closure again and gun was fired; tactile feedback was normal. Gun disengaged; staples not actuated. Had not formed b shape staples. No patient consequences were reported.